Event description:
Per independent repair center: unit is alarming or red light; key failure is the pilot valve not shifting. Additional malfunctions are the heat exchanger is leaking and the tie wraps are defective.